Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After pre-dilatation was performed several times, a 24 x 3.00 premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the stent was noted to be lifted. The procedure was then completed with a 3.0x20 promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number corrected from 18271044 to 18166075. Device expiration date corrected from 01/23/2017 to 11/26/2016. Device manufactured date corrected from 08/23/2015 to 07/28/2015 device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from approximately the eight most distal stent rows were compressed and damaged. This type of damage is consistent with the stent encountering resistance during advancement to the lesion site. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After pre-dilatation was performed several times, a 24 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the stent was noted to be lifted. The procedure was then completed with a 3.0x20 promus premier¿ stent. No patient complications were reported and the patient's status was good.